Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device received with intermittent act keypad due to flattened dome switch. Minor scratches on lcd display noted. Device passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test , occlusion test. No backlight anomaly noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the buttons were sticky and no delivery alerts. The insulin pump will not be returned for analysis.